Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not recorded on (B)(6) 2017, but low bg levels were recorded by cgm on (B)(6) 2017. User made bolus requests without entering current bg levels and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. In addition, the customer had low blood glucose (bg) levels (42 mg/dl). The cause for low bg levels was unknown. Customer drank apple juice to address low bg levels. Reportedly, customer has insulin pens as alternate insulin therapy.